Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During patient use. The autopulse platform (sn (B)(6)) performed two compressions and displayed user advisory "(ua)18" (max take-up revolutions exceeded) error message. The customer pulled the lifeband to restart but the autopulse platform continues to stop compression and display ua18. Patient's status information was requested but the customer did not provide a response.